Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 300-400 mg/dl with associated symptoms of moderate urinary ketones, confusion and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump was not priming the tubing or cannula during the load step and the pump did not emit any alarms. Troubleshooting performed by animas customer technical support determined that the user was not priming the tubing/cannula per the instructions for use. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy related to a training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: the black box data for (B)(6) 2016 is not available. The available black box data shows evidence for two unexplained loss of prime events with a low non-zero force. One on (B)(6) 2016 at 10:48; deliveries resumed at 10:53. And one on (B)(6) 2016 at 18:07; deliveries resumed at 18:11. An ezprime sequence and a 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. Pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specifications. Unable to complete a 10u audio bolus due to missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.